Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid volume accuracy verification testing due to values exceeding specified limits. The rite volumetric accuracy verification specification is less that 2% and rite volumetric test results were 2.20% with new piston foam and 2.21% with test article piston foam. The assignable cause was determined to be an insufficient amount of copper mesh being installed. The device was found not to meet specification.(B)(4).